Event description:
Protime microcoagulation system inr 6.1 vs unspecified lab system inr 1.46. Patient therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Customer has discontinued usage of the device and will not be returning the device to the manufacturer. Method: no product returned from user facility. Results: customer complaint could not be confirmed. Conclusions: no conclusion can be drawn.